Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire fracture occurred. The 82% stenosed lesion was being treated in an unspecified mildly calcified and mildly tortuous vessel. The pt2 guide wire was advanced to the proximal left anterior descending (lad) artery, and entered into a diagonal. The wire was withdrawn and then advanced to the distal left anterior descending (lad) artery. The wire was noted to be fractured, and remained inside the diagonal. The pt's condition is reported as "stable".